Event description:
It was reported that "patient had 2 level lumbar fusion l4-s1, with mantis screws, rods. Screws placed at l4 and s1, no screws at l5. 60mm rad rods used to connect construct. Upon post-op follow up, both rods had disengaged from l4 screws (bilaterally). Patient had to undergo revision surgery. Both l4 blockers were still in place in the screw heads. All implants have been returned to marketing."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.